Event description:
Pt had pfo closure performed with percutaneous closure device. Pt presented to emergency dept with numbness in left upper extremity and left side facical numbness. Transesophagel echocardiogram revealed large mobile clots on both sides of patent foramen oval-pfo-device. Pt to or emergently for removal of pfo device and closure of asd. Pt history includes prior limited wall ami, prothrombin gene mutation and plavix allergic.